Event description:
It was reported that during a percutaneous angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the central venous artery. The 8.0 x 40, 75cm mustang balloon ruptured circumferentially over rated burst pressure and a portion of the balloon catheter broke off inside the patient. The detached portion was stented against the vessel wall. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).